Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was seen on x-ray to be in the device pocket. It was noted that the physician believed that the dislodgement was due to twiddler¿s syndrome. No further patient complications have been reported as a result of this event.